Event description:
Patient reported being transported to the hospital, at 4:30 pm for treatment of a "diabetic coma." Patient indicated that, prior to hospitalization, the aviva system generated an unclearable err message. Patient noted that the last successful test performed on the device, prior to seeking treatment, was at 9:00 pm the day before (value not provided). Patient stated that, because she was unable to perform a blood glucose test (due to unclearable err message) she did not take insulin as normal on the day of the event. Patient did not provide the location where the unclearable err message was first discovered. Patient stated that, once hospitalized, blood glucose reportedly measured 1300 mg/dl on a hospital device. Patient stated that, she was treated with intravenous fluids (contents not provided), antibiotics, and was placed on a feeding tube. No additional details of patient's treatment were provided. Patient indicated that, she was released from the hospital 16 days later. Technical support requested the return of the aviva system and replacement product was shipped. Aviva system: meter , strip lot and expiration date not provided.

Manufacturer narrative:
The aviva meter is the suspect device.